Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly in which the echocardiogram displayed ventricular pacing while the device was programmed to atrial pacing only. No intervention was performed. There were no patient consequences.